Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred during use on the patient while in the cardiac care unit (ccu). The intra-aortic balloon (iab) catheter was initially inserted and in use successfully. However, after two days in use, there was blood in helium tubing and pump alarmed. Cardiologist then removed the catheter. It was also reported that blood infused into the pump so the pump could no longer work. There was no reported patient death or serious injury. No reported patient complications. Patient outcome: stable and under observation.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in the helium pathway is confirmed. The bladder had a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for developing trends. No further action required.

Event description:
It was reported that the event occurred during use on the patient while in the cardiac care unit (ccu). The intra-aortic balloon (iab) catheter was initially inserted and in use successfully. However, after two days in use, there was blood in helium tubing and pump alarmed. Cardiologist then removed the catheter. It was also reported that blood infused into the pump so the pump could no longer work. There was no reported patient death or serious injury. No reported patient complications. Patient outcome: stable and under observation.